Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer reported that the reservoir lip ring was chipped and the o ring was fallen out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.